Manufacturer narrative:
The device was not returned. The quality investigation is complete. Device not returned to the manufacturer.

Manufacturer narrative:
The device has been returned. A follow up report will be filed once the quality investigation is complete. Device returned, evaluation in progress.

Event description:
It was reported that the bur broke inside the attachment. This event occurred after a case and there was no patient involvement.

Event description:
It was reported that the bur broke inside the attachment. This event occurred after a case and there was no patient involvement.